Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation under the lifevest. The patient was given a prescription cream from her physician and began changing garments more frequently. Follow-up indicated that the rash was healing.